Event description:
In 2001, the facility's perfusionist informed the manufacturer's (MFR.) Representative of the following: the ve lvad stopped abruptly. Attempts to hand pump were unsuccessful as was pneumatic actuation via the drive console/svl. The patient expired. Additionally, it was stated that the staff noticed blood coming out of the vent filter connection. No further details were provided.